Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. Access was obtained via the femoral artery. The 5x3.5mm, eccentric, de novo, 70% stenosed lesion being treated was located in the untortuous, uncalcified, unprotected left main artery. Without predilating, the physician implanted a 8x3.00mm ion stent in the target lesion. Prior to postdilating, the physician felt the stent was well apposed, however, upon postdilation of the stent, it moved 4mm proximally into the aorta. The physician removed the stent using a snare. The procedure was ended and the patient rescheduled. No additional patient complications were reported and the patient's status is ok.